Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that after the catheter was implanted in the body, the supporting guidewire was not smooth, and there was resistance to retraction, so the nurse manager withdrew the catheter for fear of scratching the inner wall of the catheter and causing a leak. No other information was provided.